Manufacturer narrative:
The device sample was returned for eval. The results of the eval are not available at the time of this report.

Event description:
The event is reported as: there have been cases where the animal has had a reaction to the staples. The customer reports that they have been using the staplers for approx six months with no issues. In four different instances recently, the animals have had a reaction around the staple site. In one instance, there was a secondary infection, one a rash and two of the animals did not heal correctly. The customer reports that they are sure the staplers for the last three procedures were new and not previously used, however, they are uncertain about the fourth stapler. A report will be submitted for four events.